Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Mfg site name - (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a pfr kit uphold lite vaginal support system was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the lead suture broke while implanting on the second leg. The needle and half of the suture came out with the capio slim suturing device. The physician took a separate suture and attached it to the remaining suture on the uphold lite to pull through the sacrospinous ligament. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.